Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or the if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high threshold. A new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that the physician stated high threshold could be due to lead being pulled.